Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that the distal part of the pushwire separated as the pushwire was torqued to release the pipeline from the capture coil. After placement of the pipeline, the broken distal segment of the pushwire was retrieved from the patient with a lasso device without issues.no patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline will not be returned for evaluation as it was implanted in the patient. The broken pushwire segments have not been returned for evaluation.(B)(4).